Event description:
It was reported that two balloons broke and fell in the patient's body. The fragments were swept out of the duct with another extraction balloon and the procedure was completed successfully with a similar device. This report is related to linked patient identifier (B)(6).